Manufacturer narrative:
Follow-up #1: date of submission 02/15/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to the verify screen with dim/faded and discolored text. Unrelated to the display issue, it was observed that the battery compartment was cracked. There was no power loss and no evidence of moisture damage within the battery compartment. In addition, it was observed that the bolus button cover was damaged while the button was functional.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Patient reported that the display screen had become dim gradually. Reportedly there was no moisture exposure or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.